Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: method remove 3233 h6: conclusion remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Per the distributor patient pre-planning imaging is all that is available for evaluation by the clinical specialist. A follow-up report will be submitted upon completion of evaluation. Device iteration is afx2.

Event description:
The patient was being treated for abdominal aortic aneurysm (aaa). Both internal iliac arteries were occluded by coiling. The afx2 bifurcated stent graft and afx vela infrarenal were then implanted. Post procedure, intestinal necrosis was identified. The following day colostomy was performed. Further information is not available; however, it was reported that the intestinal necrosis could be due to the occlusion of the inferior mesenteric artery and both internal iliac arteries (it should be noted that this is use error due to improper method) as the blood supply from only the superior mesenteric artery was not enough leading to mesenteric ischemia. Reportedly, due to the position of the internal iliac arteries causing the occlusion during endovascular procedure was required. The final patient status was not provided.